Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer had failed storage space. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer had failed storage space. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had device not on bus and multiple row board cables partially connected. A field service engineer tightened and resetting the cabling. Upon closer inspection, found that the latches securing the cables were also loose. To resolve the issue, replaced the faulty latches and subsequently ran the hta (hardware test application) to ensure proper functionality and issue was resolved. The system functioned as intended after the field service engineer repaired the device.